Event description:
Material #: 305106 . Batch#: 3304829. It was reported by customer that the item is defective (needles are blocked). Verbatim: rcc received a complaint via email. Email(s) attached. Urgent -RMA request -urgentmay I have a RMA for the following, please; po #: 33456001 item #: 305106 qty ¿ 9 cs lot #: 3304829 reason ¿ item is defective ( needles are blocked ) mckesson ref#: - 18006470.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3304829. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.

Event description:
Additional information received. Material #: 305106 batch#: 3304829. It was reported by customer that the item is defective (needles are blocked). Rcc received a complaint via email. Urgent -RMA request -urgent: may I have a RMA for the following, please; po #: (B)(4). Item #: 305106. Qty: (B)(4) cs. Lot #: 3304829. Reason ¿ item is defective (needles are blocked). Mckesson ref#: (B)(4). 1. Date of event: 1/4/2024. 2. We have multiple physicians in the clinic at one time; all 3 started noticing issues same day 3. No, no solution could be drawn up or expelled; "like there was no lumen". 4. Not that the physicians could see. 5. No patients or staff were affected; no further attempt was made to use the blocked sharps once multiple events noticed. 6. There was no patient impact.